Event description:
Pt was having cardiac surgery for CABG and valve replacement when aortic dissection occurred. Upon use of internal defibrillator, the handset assembly came apart. New handset was obtained and functioned properly. Pt's death was attributed to the aortic dissection.